Event description:
The pt's parents reported that the child was no longer responding to sound. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear limited.